Event description:
On (B)(6) 2013 during follow-up for an infusion set inquiry the reporter noted that the patient had been experiencing elevated blood glucose (bg) between 350 and 475mg/dl with ketones. The reporter denied other signs or symptoms of hyperglycemia. The reporter stated the patient's bg was treated with the pump as well as water/fluids and the patient's bg resolved. The reporter denied review of the pump, stating that the pump is working fine. The reporter attributed the bg elevation to the need for settings adjustments. The reporter noted that the patient's settings have been adjusted and bgs are fine now. This complaint is being reported because the patient allegedly experienced bg values and symptoms indicative of a serious injury due to the need for settings adjustments while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 09/18/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump keypad buttons were unresponsive to presses related to moisture ingress into the pump making pump delivery testing impossible. No conclusions related to the event could be drawn.